Event description:
Philips received a complaint by the customer on the v60 indicating that device and stand fell over. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Customer confirmed that he needs the screws that hold the unit to the universal stand. He stated the unit tipped over and unit and stand fell on the floor. However, the device is operating fine and completed the preventative maintenance (pm) service successfully. The customer will order the screws and install the unit on to the stand. The rse provided parts ID for the thumbscrews, 2 pk. Investigation ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.